Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify rewind anomaly due to blank display.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose at the time of the incident was not reported. Troubleshooting was provided for the blank display. Issue was resolved with a battery change however the customer stated the insulin pump wouldn't rewind. There was no indication that the rewind issue was fixed. The insulin pump will be returned for analysis.